Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed the patient¿s insertable cardiac monitor (icm) had false pause episodes due to under-sensing. Programming changes were discussed but not made. No intervention or adverse patient effects were reported.